Manufacturer narrative:
(B)(4). The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. Additional device involved in this event: tgu373715/lot number unknown. (B)(4).

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2016, a patient underwent elective treatment of a chronic dissection measuring 52 mm in zone 0 and extending from zones 2 to 9. Two conformable gore® tag® thoracic endoprostheses (tgu373720/unk, tgu373715/unk) were reportedly implanted extending from zones 1 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 2. On an unknown date approximately 450 days post-operatively, imaging showed no evidence of endoleak, with the aorta reportedly measuring 70 mm within the treated area. However, it was reported there was no evidence of false lumen perfusion from the primary entry tear or within the treated area. On an unknown date approximately 654 days post-operatively, imaging showed no evidence of endoleak, with the aorta measuring 36 mm within the treated area. It was reported there was evidence of false lumen perfusion from a source distal to the treated area, but no evidence of perfusion within the treated area. A retrograde dissection was also reported. There was no report of an additional procedure or intervention to treat the retrograde dissection. Additional event details are not available.

Manufacturer narrative:
Corrected implant information.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent emergent treatment of an acute dissection measuring 58 mm in zone 3 and extending from zones 2 to 9. Two conformable gore® tag® thoracic endoprostheses (tgu373720/unk, tgu373715/unk) were reportedly implanted extending from zones 1 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 2.